Event description:
Customer reported via phone, he was experiencing high blood glucose in the 350 mg/dl range. Customer stated he knows the insulin is supposedly going in as the insulin pump hadn't alarmed no delivery. Customer's current blood glucose was 425 mg/dl, treated with bolus. Troubleshooting was performed and no anomalies were noted. Customer didn't have tubing clamp to perform high pressure test so one was mailed out. Customer called back on (B)(6) 2015 to perform high pressure test and the device passed as no delivery alarm did occur. Customer was advised to do a complete set change and follow up with his doctor. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.